Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
It was reported that while using day aligners, the patient had a root canal and crown placed on the right back bottom tooth and severe sensitivity in the tooth. Both aligners are cracked from use and the patient also grinds teeth at night. The aligners are a bit sharp at the cracks.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803.